Event description:
The reporter called and stated that the CPAP is set at 6cm on a pt and has dropped to 2cm and is not audibly alarming.

Manufacturer narrative:
The customer was given a return goods authorization (rga) number for the return of the unit to us for eval and repair. As of the date of this report the unit has not been received.